Manufacturer narrative:
It was reported that the patient's device was explanted (date not reported).

Manufacturer narrative:
This report is submitted on january 15, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2017. The implanted device remains. Revision surgery is planned; however is yet to occur as of the date of this report january 15, 2018.